Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide information pertaining to alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified.